Event description:
A past low blood glucose event was reported with the lowest level at 45 mg/dl. There was no adverse impact to the customer¿s blood glucose level outside of this reported value. The customer consumed carbohydrates to treat the low level, was using a pump with ciq software, and had the control-iq feature activated. Technical support advised the customer to consult with a healthcare professional to explore potential factors affecting their blood glucose levels and agreed to email a resource link for successful pump usage.